Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device rebooted during use. There was no patient injury reported.

Event description:
It was reported that the device rebooted during use. There was no patient injury reported.

Manufacturer narrative:
Log file evaluation carried out by the manufacturer revealed that two instances of a communication interrupt between the two processors onboard the therapy control unit have occurred within a minute. The device is designed to trigger a system reboot when such condition occurs. The reboot resulted in a short-term outage of therapy functions for not more than 15 seconds and was accompanied by a corresponding alarm before the therapy was resumed with the last valid settings. The device was put to standby a few minutes after the reboot. The pcb "therapy control unit" was replaced; the device was tested and could be returned to use. Although the source of the deviation can be attributed to the particular pcb the exact nature of the issue can't be determined due to its sporadic nature. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted.